Event description:
According to the complaint, a pt collapsed during a chest exam on the wallstand, probably due to a stroke. When he fell his head hit the base of the equipment and he needed stitches on his head.

Manufacturer narrative:
(B)(4) .